Event description:
Pt visit made to change PICC line dsg and draw labs. It was discovered that PICC line catheter had broken at connection of catheter and hub. Catheter was held in place by stat-lok anchoring device and transparent dsg. PICC line was repaired but catheter was occluded. PICC line dc'd. Pt had to have surgical procedure for placement of another catheter.